Event description:
Per complaint (B)(4) after clinical procedure, patient experienced loss of implant to osseointegrate.

Manufacturer narrative:
Patient's weight is unknown implant date and explant date are not applicable since the product was never placed and not removed. Lot and part information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.